Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The catheter shaft deflected when the steering mechanism was actuated and met specifications for curve shape with no resistance or functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, there was a pericardial effusion. At the beginning of the procedure, the tactisys quartz did not read the contact force, and no reset was possible. When the first tacticath se catheter was connected, prior to insertion into the patient, the contact force information was still unavailable. The tacticath se catheter was exchanged, but the issue was did not resolve. The procedure was then continued with the second tacticath se catheter, despite having no contact force information. Mapping was started with an inquiry afocus mapping catheter but was being finished in the left atrium with the tacticath se catheter when the transseptal access was lost and the tacticath se catheter was back in the right atrium. The patient became hypotensive, and a transesophageal echocardiogram was performed showing a pericardial effusion. The pericardial effusion was noted on the anterior part of the heart between the right and left atrium. No intervention was administered as the pericardial effusion spontaneously resolved on its own. The physician alleges that the perforation occurred during transseptal puncture with the brk transseptal needle or when maneuvering the tacticath se catheter. No ablation was performed. The patient remained stable and was discharged.